Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met > or = (B)(6) of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)?battery was believed to have depleted prematurely due to high left ventricular (lv) lead thresholds. Both the lead and the ICD were explanted and replaced. No patient complications have been reported as a result of this event.